Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that, while the inner product pouch had been confirmed to be sealed prior to opening it, when advancing the unspecified trek balloon dilatation catheter (bdc) in the patient anatomy, it was noted under fluoroscopy that the balloon itself (with markers) was missing from the device. Reportedly, while the balloon was never on the shaft, the site also indicated that they do not always draw back before the balloon is inside the patient, so it would have been possible to insert the catheter without noticing the balloon was not there. A 3.5x20 nc trek bdc was used to complete the procedure. There were no reported adverse patient sequelae, and while a delay was reported, it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. In this case, based on the analysis of the returned device and the characteristics of the separation, it may be possible that the separation occurred during removal of the protective sheath from the balloon prior to use. However, this could not be confirmed since no additional information was able to be obtained from the site. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Since it was reported that the device was likely inserted into the patient without inspecting, it should be noted that the nc trek instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment.